Event description:
The company was informed that the pt went to the emergency room and was treated with oral antibiotics (type unk) on (B)(6) 2012. The pt was then admitted to the hospital for several days (date unk) and was administered with IV antibiotics (cefrixaone and clindamycin). On (B)(6) 2012, the pt¿s device was explanted. The surgery report noted non-purulent serous fluid was present around the device and the surgeon removed granulation tissue around the device. The pt will be reimplanted once the infection clears.